Event description:
It was reported the that prior to an unknown procedure, there was a piece missing from the inside of the device, not allowing anything for the hand piece to screw into. Did not use the device in a procedure.

Manufacturer narrative:
Date sent: 08/23/2006 information anticipated, but unavailable at this time.